Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/05/2020. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in (B)(6) 2020 and the mesh was implanted. It was reported that the anchoring straps pulled off the device when it was being placed in a patient. There were no adverse patient consequences reported.